Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found.

Event description:
The maryland bipolar forceps instrument was returned without any allegations of malfunction. The site was contacted for more information, however no further information has been received.